Event description:
Patient reporting capsular contracture baker grade ii-iii "or waterfall deformity". Physician confirms capsular contracture, baker grade ii-iii, and pain. Implant change with capsular excision due to capsular contracture. Device was replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii-iii.